Manufacturer narrative:
Patient death due to multi-system organ failure. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Reported patient death from multi-system organ failure after 3 days on support. The device was not explanted and no autopsy was performed at patient and family request. Per hospital report, the device did not cause or contribute to the patient's death.